Event description:
As reported by the user facility (translation of user facility info by bbm sales organisation in (B)(4)): no infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed out production site accordingly. A f/u report will be provided after the statement is available.